Event description:
Event description boston scientific received information that an atrial lead fracture was suspected from high lead impedance measurements detected at a routine visit. Impedance measurements >2500 ohms was confirmed and the pacemaker was reprogrammed to vvi mode. The patient was scheduled to return in four days for evaluation. The physician commented they are unhappy with these lead products as there has been a series of fractures at the same hospital in a short period of time. New information three weeks later, reported the same variable impedance values of >100 to >2500ohms. No additional adverse patient effects were reported. New information recently received indicated this lead was explanted and replaced with a competitor model three weeks from the initial high impedance measurement finding. The lead will be returned.